Event description:
Pt was revised to address pain. Fluid was found during hip injection. Suspect hypersensitivity or reaction to metal-on-metal bearing or lymphatic responses. Osteolysis was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.